Manufacturer narrative:
Follow-up #1: date of submission 07/06/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/21/2016 with the following findings: a hard ¿call service (cs) 69¿ alarm was reproduced when the pump was powered on. The pump was unable to recover from the cs69 after a reboot; therefore, the remaining steps were unable to be verified. The ¿cs69¿ failure was written as ¿cs87¿ failure in black box. A component failure was found on the printed circuit board (pcb).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service 069 alarm issue. The reported issue was not resolved with troubleshooting. This complaint is reportable as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.